Manufacturer narrative:
Results: reported issue of continuous alarming is not confirmed. The issue of sensor not activating the alarm is confirmed, when weight is removed from the pad, static sounds and then the unit powers off automatically. Unit has power but the hold or green leds do not flash. The "rec" led is the only light that flashes and the lcd display is dim. The mode settings cannot be changed from default setting (voice tone). Fail safe sounds as it should when a sensor is not attached. No other functional tests can be performed since the unit powers off automatically when weight is removed from pad. (B)(4).

Event description:
Customer reported the alarm sounds continuously. Batteries have been replaced with a new supply and there is no visible damage to the outside of the alarm. More information received on the product is a note that states "tone sounds continuously, power button doesn't work - sensors don't activate alarm." The customer did not provide a date when this issue was found. No patient incident or injury was reported.